Event description:
Info was received that reported a pt was hospitalized in 2007 due to hyperglycemia. The reporter states that the pt was brought to the hospital on the same day, due to a blood sugar reading of 316. She treated with IV fluids and insulin. The reporter also stated that the pt was already on amoxicillin for an infection. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.